Manufacturer narrative:
During go live for the system, the couch roll joint got loose and the circlip came out. The arm detached from the shaft and the circlip was missing. There was a total decoupling and therefore, the rotation was beyond 10 degrees. To correct the event, the fse (field service engineer) re-inserted the axis and installed a new circlip. There was no patient on the couch as the event occurred during a simulation. Investigation is ongoing.

Event description:
Standard treatment couch roll joint was loose and circlip came out causing the couch to rotate.

Manufacturer narrative:
The root cause of the circlip coming off of the system is not known. However, the result of this event is that the couch rolled beyond 10 degrees. The risk rationale and benefit risk analysis is documented in the related risk assessment. The overall risk is vbra (verify benefit risk analysis). The circlip was replaced.